Event description:
It was reported that a pump experienced system error 322 - link switch error (low) alarms (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation could not reproduce the reported symptom. The device was performance tested for over (B)(4) hours with no occurrence of an ec 322. Five occurrences of ec 322 were confirmed in the ehlr portion of the evaluation. Physical inspection found the upper auxiliary flex not secured perpendicular to the ji connector of the I/o pcb. This misalignment can trigger an intermittent ec 322. The device was determined to not be within specification in relation to the reported symptom. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set-loaded state and the lower link switch does not activate.